Manufacturer narrative:
The customer resolved the issue at the customer site.

Event description:
The customer reported the device showed an ECG equipment malfunction and an ECG bias error. There was no reported patient or user involvement and no adverse patient/user impact.